Manufacturer narrative:
(B)(4). Other - a return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (turbine fault alarm and ventilator inoperable alarm) during testing. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed a faulty main pcba board.

Manufacturer narrative:
A vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed that the turbine interface became corrupted and failed.